Event description:
It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device failed to flush; no saline exited the exit port. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.